Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed based on review of the submitted log files. Although a specific cause for the alarms cannot be conclusively determined through this evaluation, the account reported that the low flow alarms were attributed to hypertension. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported hypertension, tricuspid regurgitation (tr) and reduced right ventricular (rv) systolic function could not be conclusively established through this evaluation. Review of the submitted log files revealed transient low flow alarms with elevated pulsatility index (pi) values. No other unusual events or alarms were captured. The patient remains ongoing on heartmate 3 lvas. No further issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1, ¿introduction,¿ addresses pump parameters, including pump speed and pulsatility index (pi). This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that both the tricuspid valve regurgitation (tr) and right ventricle (rv) dysfunction existed prior to implant and were not caused by a device-related issue. The tr was treated with a plan to improve afterload reduction to allow for vad speed optimization. A right heart catheterization with echo showed acceptable hemodynamics and stable rv function. The most recent bedside echo on (B)(6) 2023 showed rv dilation with preserved function. The rv dysfunction was reportedly ongoing but was being closely monitored. Several speed changes were made due to left ventricle underfilling along with mean arterial pressure/volume status optimization.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had persistent low flow events despite preload and afterload optimization. A computed tomography (CT) did not show any obstruction. Full patency of the outflow cannula was noted. The low flows were attributed to hypertension and the patient was admitted for mean arterial pressure monitoring/management, as well as a repeat echocardiogram. It was later communicated that the follow-up echocardiogram showed moderate to severe reduction in right ventricle systolic function. There was also moderate to severe regurgitation of the tricuspid valve.